Event description:
"Malfunctioning pca infuser resulting in pt receiving approx 600 mg of pethidine in 7 hrs. Action taken - cease pca. Pt experienced nausea and vomiting, tachycardia and body tremors." However, the order sheet received from the user facility indicates: "pethidine 300 mg, normal saline diluent to 30 ml, 10 mg/ml concentration, pca mode, 20 mg bolus with 5 min lockout." There was no limit indicated other than the 5 min lockout. Pca delivery documentation does not indicate the number of deliveries made per hr. All notations for "mgs delivered last hr" are within the allowed parameters of the ordered settings. Also, documentation indicates drug was in another co's syringe, which is not approved for use in this device. The device requires a specific glass syringe designed to fit the injector assembly. Nursing documentation indicates the pt did fine after the pca was discontinued.